Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected during the prime cycle. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was connected during the prime cycle of peritoneal dialysis therapy. The technical service representative (tsr) assisted the caregiver (cg) with ending therapy. The cg planned to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.